Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to being applied the external force to the insertion tube.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the broken metal wires were stuck out from the inside of the subject device. There was no report of patient injury associated with the event.